Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced shortness of breath (sob) and tachycardia. In addition, the physician thinks it is more related to infection. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) experienced symptoms of shortness of breath (sob), tachycardia and generalized illness. Also, the patient felt like pricks or possibly shocks. Boston scientific technical services (ts) confirmed that there was no episodes noted and no shocks were delivered. The physician confirmed that the patient symptoms were not device related however, it was more related to infection. There was no further information provided. As of this time, the device remains in service. No additional adverse patient effects were reported.